Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the component to correct the reported problem. System tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the patient side cart (psc) power cord became damaged. One of the prongs broke off into the outlet. The psc began running on battery power. The customer tried swapping to a backup x psc, but when they powered the psc on it was in reptilian mode x. The psc did not go through its calibrations. The technical support engineer (tse) advised that the system does not go through self-tests when in reptilian mode. The tse recommended connecting the psc to the vision side cart (vsc) to determine if the psc can be powered up. The customer was not able to swap to the backup psc at the time of the call. The customer stated that they may call back. There were no reports of patient injury.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a customer had cut and rewired the power cord end. It can be resolved by reseating the power cord and power cycling the system, if necessary.